Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (b)(6 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth and granulation at the implant site. Subsequently, the patient underwent a skin revision surgery on (B)(6) 2017. Additionally, the procedure, the patient was treated with topical steroids and antibiotics on (B)(6) 2017.